Event description:
It was reported that the patient experienced headache, double vision, stiff neck and fevers since device implant on (B)(6) 2013. The patient complained that he had not felt right since the implant surgery. The implanting physician was out of town so the patient presented to the hospital. The patient was hospitalized for the event. The cause of the symptoms was unknown and no diagnostics were performed. The device system delivered dilaudid. It was later reported that the physician could not determine what the issue was with the patient. There was no infection but the patient stated that he had not been the ¿same¿ since the implant. The patient was ¿probably¿ to have the pump removed on (B)(6) 2013. The physician stated that it was possible that the patient was reacting to the dilaudid in the pump. The physician also stated that the patient just may not have been tolerating having the pump implanted. The physician advised his nurse to turn the pump dose down to minimum rate and the physician was to give the patient the option to have the pump removed on (B)(6) 2013. The physician also discussed possibly putting preservative free normal saline in the pump for the patient and to have the patient follow up with his managing physician at a later date. It was later reported that the patient was working with his pain physician to enable him to keep the pump and try a different medication.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had been in pain since the pump was implanted and it was not meeting his expectations. It was noted the patient was not happy with the pump because he had been in pain since it was implanted and the physician was trying to address his pain with reprogramming and adjusting the pump. It was also reported the patient had his pump increased four times over the last month. On 2014-(B)(6), the patient¿s drug was changed (dilaudid was in the pump and morphine was added). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).